Event description:
It was reported that the remote transmission showed atrial high rate (ahr) which appears to be noise. The lead will be tested and the polarity changed. The lead remains in use. It was also reported that the remote transmission displayed dual electrocardiogram recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.